Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable investigation result of clip premature deployment at unknown anatomy location. Block h11: the returned mantis device was analyzed. The device was returned with the clip assembly detached, both arms bent, and clear evidence of premature deployment, as the yoke remained attached to the control wire; microscope inspection further confirmed the premature deployment and the bending of both arms. No other problems with the device were noted. During product analysis, the device was found with the clip assembly detached, both arms bent, and signs of premature deployment. The bending of the clip arms was likely caused by procedural or manipulation-related factors. Evidence suggests that the customer may have attempted to grasp more tissue than the clip was designed to accommodate, leading to deformation of the distal section of the clip arms and impairing proper closure and tissue attachment. Additionally, the premature deployment may have resulted from operational factors during the procedure, such as attempts to reopen the clip after activation, the physician's deployment technique, the scope's position or angle, or inadvertent capsule detachment due to contact with a surface. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis was used during an unknown procedure performed on (B)(6) 2026. It was reported that the mantis failed to deploy; it was confirmed that the clip unable to grasp/close onto tissue. The procedure was completed with another mantis. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of clip premature deployment at an unknown anatomy location. Please see block h11 for full investigation details.